Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The analysis showed that the software met specification. A site service visit was completed and a component of the superdimension system, the system computer, was returned and the evaluated. The evaluation showed the ram was not properly seated. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The site reported that during a superdimension procedure the software froze and then the system computer would intermittently power on and off. The case was cancelled. The patient was under general anesthesia, and there was no report of adverse patient outcome. If additional information pertinent to the incident is obtained a follow-up report will be submitted.